Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information received states that lead fracture was observed. The lead was explanted and replaced. The patient condition was good.

Event description:
It was reported that the patient presented to the emergency room after receiving in appropriate atp therapy due to af with rapid ventricular response. An alert for low high voltage lead impedance was observed. Therapies were disabled and the patient was fitted with a life vest until follow-up with their own cardiologist.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion under the svc shock coil was noted at 24.2-24.4cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 24.7-24.8cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of low hv lead impedance.